Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported a power source alert occurred. Customer declined to provide additional information on this issue. Customer's blood glucose level was 156 mg/dl for this event.